Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that that they were unable to charge the implantable neurostimulator (ins). The patient saw the reposition antenna screen and repositioning the antenna did not resolve the issue. The patient was able to communicate with the patient programmer but not the recharger. The programmer showed the ins was on and the patient could see the lightning bolt. The patient said the ins icon on the programmer showed only 1/4 full. The patient had last charged and was having problems recharging a week prior, but was finally able to recharge. The patient was having a problem getting all 8 boxes but was able to get 6. The patient also stated she was told the ins might be tilted. The patient reported they had always had trouble recharging and stated that the manufacturing representative knew she was having a hard time recharging and getting coupling boxes. The patient wanted a new recharger antenna because it was reportedly broken. About 3 weeks later, the patient noted that she had nothing but grief with getting the antenna. The patient had to have the stimulator turned off because she did not want the battery to die. The patient noted that she depended on the stimulator to help with her constant headache. The new antenna was received, and it helped to charge the device. The relevant medical history reported was occipital neuralgia. If additional information is received the event will be updated. Additional information was received from the patient on (B)(6) 2016 reporting that they were having trouble recharging. It was taking longer and longer to recharge. The patient reported that "it was tilted in there" so they thought that was the problem. The patient had just been having more problems the last four months. Additional information from a manufacturer representative reported that there was no information regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.